Event description:
A hospital in (B)(6) reported to our distributor that two rt340 adult dual heated evaqua breathing circuit were leaking due to a fault with the expiratory limb. This was found during a leak test prior to patient use.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) 2012 with a follow up due upon completion of our investigation. Due to an error the initial report was submitted via the test gateway. Please consider this our initial/final report for this complaint. Method: the complaint rt340 adult dual-heated breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Results: visual inspection revealed a hole in the expiratory limb approximately 88 cm from the elbow connector on one of the breathing circuits. A hole, approximately 13 cm from the connector, was identified on the dryline tube of the other breathing circuit. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the leak on the expiratory limb developed post production. It was most likely caused by a puncture by a blunt object. It was identified that the damage to the rt340 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. (B)(4). The user instructions that accompany the rt340 breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.